Manufacturer narrative:
External insulation abrasion of both rv cables was noted at 16.7 cm to 17.6 cm from the connector pin, the rv cable lumen was abraded and breached at the same location, consistent with friction to another device or structure. The etfe coating of both rv cables was also externally abraded at this location, the lumen of the inner coil was intact.

Event description:
It was reported that the device exhibited increased capture threshold and impedance. At an in-clinic follow up, exit block of the rv lead was observed. The lead was explanted and replaced. The patient's condition was good after the event.